Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead was reprogrammed to a more sensitive value and the patient's symptoms were related to "acute decompensation."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was underpacing due to the right atrial (ra) lead exhibiting small p-waves, noise, and far field r-wave (ffrw) oversensing. Both the device and ra lead remain in use. It was reported that the patient was "symptomatic." No further patient complications have been reported as a result of this event.